Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00977.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister) and an indigo system aspiration catheter 8 (cat8). During the procedure, the penumbra engine (engine) was unable to build vacuum with the canister and, therefore, the physician switched to a new canister. The procedure was then continued, and the physician used a cat8 to aspirate within the patient. After making a pass, the cat8 was removed and flushed on the back table. However, the proximal end of the cat8 was inadvertently kinked while being flushed. The procedure was then completed using a new cat8. There was no report of an adverse effect to the patient.